Manufacturer narrative:
The instrument has been investigated. The field svc engineer (fse) evaluated the instrument and replaced the plunger clamp in position #12. The instrument was tested without further problem. Repairs have returned this instrument to expected operation.